Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer would not power up. The power supply was working, needs micro processing unit and personal computer memory card international association (pcmcia) card. Found and reseated a screw at the inside of display, also, retorqued all the screws at the display. D.) Lower case feet are worn- needs lower case. Lower left display bullet was missing, needs lower left display bullet. Floppy drive doesn¿t work, needs floppy drive. The power cord bay was broken tab, needs power cord bay. Media bay door was broken, needs media bay door. Inside device contamination was found, the programmer due to a lack of parts and corrosion was scrapped.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.